Manufacturer narrative:
(B) (4). Work order search. Results - visual inspection of the returned product showed a tear across and a dried dark surgical residue. A work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the surgeon inserted and removed an aa4204vf silicone plate lens. Bag tore upon insertion. Lens was cut out of the eye and a vitrectomy was performed. An aq lens was implanted in the sulcus. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch will be submitted.